Event description:
Doctor reported that insertion driver cannot be tightened and implant at tooth site 16 cannot be placed. Procedure was completed with another implant of the same size. There was a delay in the procedure of 20 minutes. Doctor confirmed by email that driver was replaced for a new one.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided d1: brand name unknown / provided d4: additional device information: unknown / not provided g4: premarket identification: unknown / not provided h4: device manufacturer date unknown / not provided since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.